Event description:
It was reported that the right ventricular lead previously exhibited loss of capture during a normal follow up. On (B)(6) 2017, the lead was capped and replaced. The patient was stable throughout the event.